Event description:
It was reported the patient has not used or recharged the scs system in the past 3 years. Subsequently, the stimulation was lost. Reportedly, the ipg will no longer communicate with any external devices. A physician consult was scheduled to address the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted and replaced with a different model. Effective therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).